Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was as high as 500 mg/dl with a trace of ketones and an injection of insulin was used to address the bg level. Tandem technical support reviewed the pump's t:connect data and found that after the occlusions, the customer would resume bolus delivery without a supply change. For one occlusion, it was noted that the cartridge had not been changed for 4 days. The customer had performed their own troubleshooting and believed that the pump was the issue. As the customer was not receiving an occlusion at the time of the call, tandem technical support suggested to the customer to call in when an occlusion occurs and a system check can be performed to determine a possible cause of the occlusion. The customer acknowledged.